Event description:
It was reported that the user experienced persistent hyperglycemia despite multiple infusion set changes and site rotations, with pump use not effectively lowering blood glucose until later in the day. Symptoms included fatigue. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention or hospitalization. Investigation included troubleshooting and education conducted by support, including guidance to change infusion sites and monitor trends. Investigation of this case revealed cause unclear, as infusion sets removed showed no visible cannula bending or leaks and glucose levels eventually trended down after additional site changes. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.